Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 24 g x 0.75 in. (0.7 mm x 19 mm) bd nexiva¿ diffusics¿ closed IV catheter system broke off while in a patient's arm. The catheter had dwelled in the patient for approximately 12 hours and a power injection had not been done. The patient received an x-ray which revealed a foreign body and surgery was performed to remove the broken catheter. The patient was also reported to be non-compliant at the time the catheter was discovered to be broken.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed a broken catheter. A review of the device history record could not be performed as a lot number was not provided for this incident. Although a lot number was not provided, after reviewing the returned sample, the quality engineer went to the production floor to try and reproduce the reported defect. There was no source in the manufacturing process where the damage could have been caused. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that the damage to the catheter was most likely caused at the user's facility as the catheter was used for 12 hours prior to the reported defect.